Event description:
It was reported that there was a malfunction resulting in a system required restart results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The issue was resolved by turning the system on/off. There was no repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the issue was resolved by turning the system on/off. There was no repair.